Event description:
Boston scientific received information that the patient was hearing beeping tones every six hours. When the device was interrogated, the device exhibited a fault code and a message noting the device voltage was too low for projected remaining capacity. It was reported that the patient was not pacemaker dependant and had not received any shock therapy. Boston scientific technical services (ts) was consulted and recommended replacing the device. A replacement procedure was performed and the device was explanted and successfully replaced.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis confirmed the battery status of voltage too low for projected remaining capacity. The device case was removed so the internal components could be inspected. The low voltage power supplies were tested and confirmed to be within specifications. The battery was removed and replaced with an external power supply, and no high current was observed within the device components. Detailed analysis of the removed battery cell was performed, which confirmed an internal short. This was determined to be the cause of the lower than expected voltage and the observed error code. Further laboratory analysis determined that a lithium cluster had developed within the battery cell. The presence of a lithium cluster can result in an internal short and ultimately, depletion of the battery.